Event description:
The pt has a history of a brain tumor that caused palsy in the right eyelid and an inability to blink. Due to corneal dryness and exposure, the pt had a corneal transplant in 2008. Following the transplant, the pt had a partial tarsorrhaphy and gold weights were added to her right upper lid to minimize dryness and exposure. The pt was given acuvue oasys lenses as a bandage lens for that eye. The pt wore the lenses extended wear and a friend of the pt inserted and removed the lenses every 2 weeks. The pt's primary ophthalmologist saw the pt and the pt's eye was fine at that time and a new lens was reinserted in the eye. The pt's bcva was 20/60. The pt reported that waking on the morning of 2008, and reported no vision in the od. The pt reported the lens had been worn for 2 weeks. The pt saw the primary ophthalmologist and was referred to a retinal specialist the same day. The retinal specialist performed a b-scan which revealed the right eye echogenic vitreous material. The dr suspected the pt had endophthalmitis. The dr performed a pars plana vitrectomy and intravitreal injection of antibiotics and dexamethasone. While preparing for surgery, the ecp noted that the eye seemed puckered up. The ecp noted 2 separate contact lenses in the od and the lenses were removed from the eye. The ecp noted the supranasal quadrant of the corneal graft were opened. Sutures were used to secure the area. The procedure was performed and specimens, including the contact lenses were sent for culture. The results of the culture were 1+ pseudomonas aeruginosa. The ecp's office was contacted. They could not say whether or not the 2 contact lenses in the eye were a causal factor of the injury. It is not known why the 2 lenses were in the pt's eye. The pt did not have any remaining lenses from that multipack or the packaging for the lenses in question and could not provide the lot#. The pt's od has improved since the surgery.

Manufacturer narrative:
Labeled for single use and reuse. No conclusions can be drawn.